Manufacturer narrative:
The reported event was not duplicated. Upon disassembly, no component level failures were identified that would have caused or contributed to the reported event of overheat. A damaged spring was found within the device. Based on a review of the risk documents, this failure is known to cause a device to run rough and/or loud. Based on a review of the risk documents, using this device beyond the specified duty cycle may cause or contribute to overheating, however, this was not confirmed. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. Product surveillance will continue to monitor product inquiries of this type for adverse trends.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully. No significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. The procedure was completed successfully. No siginificant delay, no medical intervention and no adverse consequences were reported with this event.